Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 150 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged malf code 01 issue was verified.